Manufacturer narrative:
(B)(4).date sent: 8/13/2024. D4: batch # 797c74. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload.  Visual analysis of the returned sample determined that one gst60b reload was received unfired and with an opened package. The returned reload was loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Additionally, photos were provided and they showed a package with a barcode. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Refer to the echelon endoscopic linear cutter insert for instructions for using the instrument after it is loaded. The event described could not be confirmed as the reload performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 797c74, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Did the device lock-out (no staples deployed and no cut line started)? 2. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? 3. Or, did the device fully fire and stop during the automatic knife return? -partially fired. 4. Was there any difficulty opening the device jaws? 5. If yes, what steps were taken to open the jaws. 6. If the jaws could not be opened, how was the device removed -no.

Event description:
It was reported that during the unk surgery, could not fire farther after fired a little. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.